Event description:
The lift allegedly "gave way" causing the resident to incur head injuries and a broken leg.

Manufacturer narrative:
The complaint, as rec'd, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the pt. Current user guides are clear in instructing as to the proper and safe use of the invacare lift prod. MFR has scheduled an in svc for the facility. MDR filed based on alleged injuries.